Event description:
It is reported that the cage collapsed.

Manufacturer narrative:
Device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was not returned. A plausible root cause could not be identified.

Event description:
It is reported that the cage collapsed.